Manufacturer narrative:
No product has been returned for evaluation nor x-rays to confirm the alleged event. Root cause is unavailable to be determined at this time.

Event description:
As per reporter the first x-ray (prior to 1st distraction) x-ray indicated a loosening of the endcap. First distraction went well, no revision procedure is planned at this time.